Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that a month or so ago the patient experienced a return of urgency. They described it as their ¿bladder would not feel full but then at the most inopportune times they would have sudden urgency with no warning.¿ they checked and confirmed that their ins was on, but they still have some urgency. Troubleshooting showed that their ins was on, on program 1 at 1.2v. The patient increased it to 1.25v and it was suggested that they keep a diary to track therapeutic response. It was recommended that they follow up with their healthcare provider, and it was noted that they have an appointment scheduled for next month. No further patient complications are anticipated or expected as a result of this event.